Event description:
The dr had difficulty removing the iab from the pt. The following was rpt'd to datascope on 5/20/97: resistance was countered by the vascular surgeon during iab removal. He had to use force to remove the iab. There were no pt complications as a result of the event. Event complications: unk - rpt'd - 4/11/97; none - rpt'd 5/20/97. Pt current status: fine - rpt'd 5/20/97.